Event description:
In the past months, four (4) shiley perc tubes have cracked at the flange post placement. It was necessary to change/ replace the trach tube. No additional patient information was provided by the reporter.

Manufacturer narrative:
(B)(4). Event under investigation at this time.